Manufacturer narrative:
Follow-up #1 date of submission 01/03/2014-device evaluation: a retained sample was tested and evaluated by product analysis on 12/20/2013 with the following findings:a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, force test, fill test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the pump emitted multiple loss of prime alarms in one day. It was reported the pump did not experience trauma, damage, or temperature changes prior to the issue. The patient was instructed to change the cartridge and contact animas with any additional issues. This complaint is being reported because the reported issue was not resolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.